Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device after a trans femoral cerebral angiography procedure using a 6f sheath. Reportedly, a cuff miss occurred as when the plunger was retracted after needle deployment, the suture could not be verified. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The reported patient effect of tissue injury is a known risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- health effect - clinical code 4582 was removed and replaced with code 4559 medical device problem code 1142 was removed and replaced with code 2616.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device after a trans femoral cerebral angiography procedure using a 6f sheath. Reportedly, a cuff miss occurred as when the plunger was retracted after needle deployment, the suture could not be verified. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: device analysis was consistent with a malpositioned suture. Additionally, tissue was found on the formed knot. Follow-up with the site was conducted. It was reported that a suture malposition occurred. Although vessel damage was reported, the patient was discharged without any problems. No additional actions were taken by the physician to address the tissue damage other than use of an additional device to achieve hemostasis. No additional information was provided.